Event description:
Two artificial discs l4-l5; l5-si - I had been diagnosis with osteoporosis in 2005 and subsequently had to undergo 2- post (approx three and a half months earlier) surgeries. I have permanent damage to both legs, nerve bladder damage and worse pain in back; legs than pre (same date). I cannot bend & have great difficulty walking.